Event description:
Third shoulder revision surgery for the same patient. The smr reverse prosthesis was revised due to infection on (B)(6) 2017. According to the info reported, all the components were explanted during this third revision surgery. Summary of the patient's revision surgeries history as per following: · on (B)(6) 2014 smr anatomic was implanted; · on (B)(6) 2017 a conversion to smr reverse was performed due to humeral fracture; a cementless revision stem was implanted at this stage; · on (B)(6) 2017, after only four days from previous surgery, dislocation occurred. According to the info received, due to patient's poor bone quality, the humeral components shifted causing shoulder dislocation. During this surgery, reverse liner was explanted and a new one of the same size was implanted together with a humeral extension to add joint stability; · on (B)(6) 2017, patient was revised for the third time due to infection. All the components previously implanted were removed. Moreover, it was reported that tissue specimens were taken after the revision surgery performed on (B)(6) 2017 to be analyzed but results were not available to be shared with limacorporate. It was also specified that, even if a cementless revision stem was implanted during the revision performed on (B)(6) 2017, surgeon used bone cement to provide additional fixation and to ensure rotational stability. Patient data: male, 84 years old. Event happened in australia.

Manufacturer narrative:
Check of sterilization charts: a check of the sterilization charts of the lot# of all the components involved in the infection case (devices implanted on (B)(6) 2017) was performed. Details as per following: · no anomalies detected on a total of 20 smr cementless stems manufactured with lot#1502503; · no anomalies detected on a total of 105 smr reverse humeral extensions manufactured with lot# 1613231; · no anomalies detected on a total of 62 smr reverse hum.bodies manufactured with lot# 1707953; · no anomalies detected on a total of reverse hp liners manufactured with lot# 1707966; · no anomalies detected on a total of 39 smr connectors small manufactured with lot# 1708048; · no anomalies detected on a total of 22 smr reverse hp glenospheres manufactured with lot# 1613695; · no anomalies detected on a total of 56 smr glenoids manufactured with lot# 1400666; · no anomalies detected on a total of 99 bone screws dia.6.5mm-h.25mm manufactured with lot# 1402610 and no anomalies on a total of 92 bone screws dia. 6.5mm-h.30mm manufactured with lot# 1212963. Thus indicating that the products were correctly sterilized before being placed on the market. Explants analysis: explants were not available to be returned to limacorporate for further analysis. X-rays analysis: the available x-rays received (pre-op xrays related to all the three revision surgeries; exact date unknown) were sent to our shoulder medical consultant for a critical judgment. Here below the medical expert's analysis on the available x-rays: "the first x-rays show an anatomic shoulder (2 x-rays received referring to pre-conversion done on (B)(6) 2017). The glenoid baseplate looks in good position. The humerus bone shows marked re-modelling and the fracture described. The re-modelling is a phenomenon that is well described but this is very marked for just 3 years. The re-modelling appears almost entirely periosteal rather than endosteal so I do not suspect infection at that stage. The second lot of xrays (2 x-rays received referring to pre-revision done on (B)(6) 2017) show I think an uncemented stem that is too short and too thin. Most importantly I would have put cerclage wires plus a graft around the fractured portion and with the above comments I think that was a mistake not to. The prosthesis is dislocated. The third and last x-ray (a single x-ray received referring to pre-revision done on (B)(6) 2017) shows I think cement in the distal portion of the stem and there is endosteal bone erosion consistent with infection. I suspect that the infection occurred at the time of the first revision (13th october 2017). The mistake of not putting circlage wires or a bone strut notwithstanding, infection occurred and it is thus immaterial to the eventual failure. The perplexing (difficult to understand why) problem is the dramatic re-modelling after only 3 years and this is most unusual. There has to be an explanation other than simple re-modelling but I am unable to suggest what. I think the initial surgery was good, the first revision not". We cannot go back certainly to the root cause of the infection. According to the available information and to the medical expert's evaluation, surgeon's decision not to putt cerclage wires to heal the bone fracture during the revision of 13th october 2017 was a mistake that seems not to be related to the infection occurred later. In any case, according to the investigation performed with the available information, the infection is not an event product related. Pms data: we are aware of a total of 27 revisions of a reverse prosthesis due to infection on a total of 72.366 smr reverse prosthesis sold ww since 2002. This gives a specific revision rate of 0.037%. None of these cases were classified as product related. No corrective actions planned for this case. Limacorporate will keep monitored the market.

Manufacturer narrative:
We will send a final MDR once the investigation will be concluded.

Event description:
Third shoulder revision surgery for the same patient. The smr reverse prosthesis was revised due to infection on (B)(6) 2017. According to the info reported, all the components were explanted during this third revision surgery. Event happened in (B)(6).